Manufacturer narrative:
(B)(4). Date sent: 01/03/2020. D4: batch # t5e212. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colectomy, the knife did not return to home position after the firing on the colon. The manual override lever was used to release the device. There was a possibility that the piece of the tissue was caught at the proximal end of the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep explained the usage of the knife reverse switch to the doctor. No further information is available.